Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: t00005099.

Event description:
It was reported that the patient's ipg was causing pain and eroding outside of the skin. The patient's left lead was also discovered to be fractured. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the system was explanted.